Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) using the evoque system. Forty-eight days post-procedure, the patient was hospitalized with complete leaflet thrombosis, torrential tricuspid regurgitation, right ventricular failure, hypoxia, and significant right-to-left shunting. A valve-in-valve procedure was considered for (B)(6) 2025 but was not performed. The patient was on the maximum dose of eliquis; however, medical opinion indicated the patient was under-anticoagulated. Physicians initiated coumadin therapy for 30 days to address the thrombus before reassessing options. Shunting reversed from left-to-right post-implant to strong right-to-left. The patient had a preexisting atrial septal defect (asd), which was closed 48 days after the initial procedure. The patient is now stable.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence. Based on the device history record (DHR) review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Available information suggests that insufficient anticoagulation management potentially influenced by patient specific factors contributed to the thrombus formation. Nevertheless, a definitive root cause cannot be established. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no corrective or preventative actions were required.